Event description:
It was reported during an ablation procedure, the stimulator was sending improper stimulus to the pt. The physician was using the f5 protocol and wanted to pace at 600 ms, but the stimulus that was sent was 465 ms. The physician checked the settings and stimulated and then saw the values were not what had been programmed. The procedure was stopped with no consequences to the pt. Additional info was requested and is not available at this time.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation is completed, a follow up report will be submitted.